Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine and fentanyl via an implantable pump for non-malignant pain use. It was reported that the communicator was dying and they could barely use it. The patient stated that they took five boluses a day, so it was becoming a problem. The agent clarified with the patient and patient said that they could not connect the handset to the communicator. The agent asked the patient if they were getting a message or what was happening when trying to connect; the patient said that the communicator blue light constantly blinked and then the communicator would turn off. The patient said that they would keep repositioning the communicator and it would take 20 minutes to connect if they were lucky. The agent had the patient ¿ensure¿ that the handset bluetooth was on. The patient attempted to connect and saw not found with the communicator blue light blinking. The agent had the patient reset the communicator, close all apps on the handset, and then attempt to connect again. The patient said then that they stood up and the equipment found and connected to the pump. The issue of the handset lagging at 91% was then discovered. The agent guided the patient through clearing the data. The patient was then able to connect to the pump without any lag. The patient delivered a bolus during the call. The troubleshooting steps that were taken on the call resolved the issue. The patient will call patient service back if further assistance is needed. When asked for the event date, the patient said that it had probably been over a year.

Manufacturer narrative:
Product type accessory product ID a820 product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.